Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff repair, the surgeon was passing the #2 fiberwire and the tip of the ar-13995n, scorpion needle, broke. This occurred at approximately the 6th pass/attempt with the needle. The tip of the needle remains in the patient. The case was completed using a different ar-13995n, same lot number.